Event description:
The customer reported that her blood glucose was in normal range the morning if (B)(6) 2012, reading 135 mg/dl at 11:00 am, but then started to climb. At noon her bg was 173 mg/dl and her lunch was estimated to contain about 48 grams of carbohydrate, so she took a 4.75 unit bolus and increased her basal insulin by 25%. By 1:15 pm her bg measured 302 mg/dl; she corrected with a 2.85 unit bolus. At 1:45 pm it was 351 mg/dl; she changed the device. She noted when she removed it that the cannula was not in and her skin was very irritated from insulin contact. After a couple of hours, her bg started to decrease.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or manufacturing defect that would have contributed to the reported hyperglycemia was found. The customer reported that the cannula was not inserted in the skin at the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. It cannot be confirmed through laboratory analysis. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dia). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery".